Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for nine patients, involving the access 2 immunoassay system used in conjunction with access accutni assay and calibrators. The erroneous results were released out of the laboratory and questioned by the emergency room (ER) physician. Subsequent analyses of the patients' samples, on an alternate access 2 system, recovered lower troponin I results, within the normal reference range, for most of the patients. The customer noted quality control (qc) was elevated after the erroneous results were obtained. The customer verified the ambient temperature near the instrument and noted it was within the acceptable limits. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this report. System checks, performed after the event, failed to meet specified system requirements. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed issues with aspirate probe #1 upon arrival. The fse reported the probe spring was not functioning properly and observed a hole in the probe tubing. The fse replaced aspirate probe #1 and the affected tubing. The fse completed system checks and quality control (qc) passed within established limits. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. The patient samples were collected in lithium heparin 13x75 mm (without gel) tubes and centrifuged in stat-spin centrifuge at 7,200 rpm (rotations per minute) for three minutes, at room temperature. The customer indicated samples that are less than half full are analyzed in aliquot cups. The customer re-centrifuges samples with any indication of red cell interference. All related medwatch reports associated with this incident: 2122870-2013-00402. 2122870-2013-00343 2122870-2013-00344 2122870-2013-00399 2122870-2013-00345 2122870-2013-00400.